Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges condensation in pump chamber. Caller believes there has been a cartridge leak in pump chamber as strong smell of insulin and wet behind piston rod. Caller reported customer had 2 different incidents with 2 different cartridges; one was disposed of and one is going to be sent in for investigation.